Manufacturer narrative:
The reported hemofilter subject of the event is not available to be returned for evaluation. The reported product is indicated for single use. A review of manufacturing records indicates that the reported filter met all pre-release specifications regarding sterility, bacterial endotoxin testing, biocompatibility, product integrity and dimensions. The reported event did not cause or contribute to any serious injury or deterioration of health and is not expected to lead to serious injury if the event were to recur. Medivators will continue to monitor for similar events to ensure the product continues to perform as expected. No additional issues have been reported.

Event description:
The user facility reported via vigilance reports to cfda that during a procedure involving the medivators hf 1200 renaflo ii hemofilter, a filter leak occurred. No report of injury or procedure delay.